Event description:
A letter was received from irwin mitchell solicitors which reported that their claimant underwent hip replacement surgery and was implanted with a mitch trh system and an exeter v40 stem on (B)(6) 2007. The letter further alleges that the device failed prematurely and that it had the propensity to cause adverse reaction to metal debris. Patient medical records reported that the patient underwent revision surgery on the (B)(6) 2013 due to metal on metal trunnionosis resulting in erosion in the medial calcar and was revised with an exeter contemporary flanged cup, an exeter v40 stem and an alumina ceramic v40 femoral head. Medical records also report that the patient received a femoral allograft to pack three medullary cavity defects in the acetabulum.

Manufacturer narrative:
An event regarding altr (corrosion/trunnionosis, mildly elevated chrome levels and tissue (micro)-metallosis) involving an exeter stem and malposition involving a mitch shell was reported. The mildly elevated chrome levels and tissue (micro)-metallosis were confirmed but the corrosion/trunnionosis were not. Method & results: not performed, the device was not returned to stryker. A review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition with absent anteversion causing overload in bearing with secondary corrosion, mildly elevated chrome release and tissue (micro)-metallosis. There is no accurate description of stem taper changes during revision surgery while explants were not returned to stryker for evaluation but sent to an external retrieval lab about which there are no findings reported. The actual corrosion damage on the stem taper remains somewhat obscure. The histopathology reports the presence of fibrosis and inflammatory tissue reactions with deposition of fine metallic debris in the tissues beyond presence of hemosiderin which is old blood iron pigment. As such, the presence of tissue metallosis was confirmed. The established mildly elevated chrome value prior to revision should also be considered a secondary effect. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the investigation concluded that the event was caused by cup malposition with absent anteversion causing overload in bearing with secondary corrosion, mildly elevated chrome release and tissue (micro)-metallosis. Further information such return of the devices would be helpful for further investigation. If devices and / or additional information become available, this investigation will be reopened.

Event description:
A letter was received from (B)(4) which reported that their claimant underwent hip replacement surgery and was implanted with a mitch trh system and an exeter v40 stem on (B)(6) 2007. The letter further alleges that the device failed prematurely and that it had the propensity to cause adverse reaction to metal debris. Patient medical records reported that the patient underwent revision surgery on the (B)(6) 2013 due to metal on metal trunnionosis resulting in erosion in the medial calcar and was revised with an exeter contemporary flanged cup, an exeter v40 stem and an alumina ceramic v40 femoral head. Medical records also report that the patient received a femoral allograft to pack three medullary cavity defects in the acetabulum.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # mmh-9988-0442, lot # fm071607, description: mitch trh md hd sz 42-4, manufacturer: depuy; cat # mac-9988-4248, lot # fm065522, description: std mitch trh cp sz 50/56, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.